Event description:
It was reported that during introduction for a coronary stenting treatment procedure a shaft broke. The 75% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 2.75x32mm liberte bare stent was found to be kinked during introduction. The physician tried to straighten it out, however, ended up breaking the shaft outside of the patient. The procedure was completed with another of the same device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: blood and contrast were visible in the distal and midshaft of the device which is consistent with the device having patient contact. Received the device in two pieces and found that the hypotube was broken 46cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The distal end of the stent delivery system was inspected under magnification and found the tip damaged. The condition of the returned device was consistent with the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during introduction for a coronary stenting treatment procedure a shaft broke. The 75% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 2.75x32mm liberte bare stent was found to be kinked during introduction. The physician tried to straighten it out, however ended up breaking the shaft outside of the patient. The procedure was completed with another of the same device. The patient status is listed as stable with no complications reported.